Event description:
A customer reported to baxter specialist, a connection issue in reference to the y-set disposable. It was reported that the customer was unable to lock tight with the transfer set. There was no patient involvement and no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and no root cause could be determined. A sample evaluation was performed. A visual inspection was performed with no issues noted. The set was connected to lab connection and pressure tested with no issues noted in connection or leakage. A clear-passage test was performed with no issues noted.